Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy after opening a hole, three of the bioraptor knotless suture anchors were fractured during screwing. A delay greater than 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code and impact code¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. There were 3 devices returned, all had debris on them. Device 1 was returned with some suture material attached to the blue slide and a fragment of the proximal portion of the anchor still on the insertion device. Device 2 was returned with an anchor that is fractured at the suture window, the suture material is still attached to the anchor and the insertion device. Device 3 was returned with the anchor fractured at the proximal end and deformed at the distal end, the suture material is still through the suture window of the anchor, the distal end of the insertion device is bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the bioraptor knotless suture anchor and it is unknown if the broken pieces were retrieved from the patient. Undated images were provided for review and confirm the reported brakeage. Based on the limited information provided the clinical root cause of the reported issue cannot be determined. The bioraptor knotless suture anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted, the patient impact beyond the extended surgical time could not be determined. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.